Event description:
The initial reporter alleged discrepant positive results for the anti-hcv g2 elecsys cobas e 200 assay on the cobas e411 rack instrument for one patient sample. The first test was conducted on (B)(6) 2020 and generated a positive result with a value of 18.37 coi. A rerun was performed on (B)(6) 2020 using a fresh sample, which also generated a positive result with a value of 20 coi. Polymerase chain reaction (pcr) testing of the sample was non-reactive. Testing on a competitor instrument (abbott) yielded negative anti-hcv results on both occasions. No additional confirmatory testing, such as immunoblot, was performed. The results were not accompanied by printouts or further details regarding the competitor results.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay was performing within specifications. A review of the provided calibration and quality control data confirmed that all results were within expected ranges. The investigation was limited as the patient sample material was not available for further analysis. Single false-positive results can occur due to the specificity claim of the assay. Additionally, the rerun/retest of the initially reactive sample was not performed in duplicate as recommended. A definitive cause for the reported event could not be determined based on the available information. The device remained in operation at the customer site.